Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window, cracked display window and cracked case near display window corners. All the buttons did function properly. No ramping numbers noted. However moisture damage was noted on the keypad traces.

Event description:
Customer reported that the numbers on the insulin pump's screen were ramping during a bolus attempt. Customer stated that the up button was stuck. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 230 mg/dl at the time of the call. No further info was provided.